Event description:
Information received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician isolated the issue to the head section valve. He replaced the valve to repair the bed.